Manufacturer narrative:
When the event ((B)(6)) was initially reported to vascutek the complaint device was still in situ within the patient. The graft has since been explanted from the patient due to repeated graft occlusion and was returned to vascutek on 01st march 2016. The graft was explanted from the patient and returned to vascutek for evaluation. Visual inspection of the returned graft was completed. Scanning probe microscopy - sem (scanning electron micrographs) analysis was completed. Physical structure testing - burst & porosity testing was completed. Composition testing - textile analysis was completed. Thrombus formation seen on returned graft. Hole was seen at thrombus formation on returned graft. Unable to confirm complaint. No definitive root cause could be determined from vascutek's analysis of the returned graft and no adverse trends were seen during our complaint investigation. The issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time. Vascutek consider this event as closed.

Event description:
This follow up report is being submitted as a follow up 1 for mfg. Report 9612515-2016-00009 to provide additional information regarding the event and the returned product evaluation.

Manufacturer narrative:
Additional narrative: section of graft which was reported to have a hole in it is still in situ within the patient, the doctor stitched the hole so that is was no longer leaking. Segment of graft which was not implanted is being returned to vascutek for analysis. (B)(4). Section of graft which was reported to have a hole in it is still in situ within the patient, the doctor stitched the hole so that is was no longer leaking. Segment of graft which was not implanted is being returned to vascutek for analysis, results will be given in a follow up report. Result: no failure detected - no issues noted during review of qc & manufacturing records result: results pending completion of evaluation - segment of graft which was not implanted is being returned to vascutek for analysis, results will be given in a follow up report. Conclusion: conclusion not yet available - evaluation in progress - segment of graft which was not implanted is being returned to vascutek for analysis, results will be given in a follow up report.

Event description:
During an aaa case, blood leaked at the bifurcation of the y graft. The customer inspected the graft in question with a loupe and found a hole. The hole was stitched with no harm to the patient.

Manufacturer narrative:
As part of our investigation it was found that this was the second leakage complaint received from the same batch of grafts. The first event was reported to the FDA on 04th feb 2015 MFR. # 9612515-2015-00006 ((B)(4)). There were 11 grafts in total in this batch, including the two complaint grafts. All (B)(4) grafts were distributed in (B)(4) and 7 have been successfully implanted with no issues reported. As stated in our last report no defect was identified during the evaluation of the returned sections of the graft, however the sections which were returned did not include the part of the graft which had the reported issue (hole). No graft was returned for the previous complaint MFR. # 9612515-2015-00006 ((B)(4)) and in both cases a review of manufacturing records confirmed both lots were manufactured to specification. In the first reported instance the leakage was completely stopped after suturing and applying tachocomb and no patient harm was reported. In the second case the reported hole was also sutured with no harm coming to the patient. Additional information was requested for each of the two reported events to aid our investigations, however it was confirmed that further information was not available. A 5 year review of all polyester grafts with leakage being reported was completed which gave an occurrence rate of (B)(4). A 5-year review of gelsoft bifurcate grafts with leakage reportedly occurring at the bifurcate was also completed which gave an occurrence rate of (B)(4). This five-year review has confirmed no adverse trend with respect to reported leakage completed. The issue will continue to be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time. Vascutek consider this event as closed.

Event description:
This report is being submitted as follow-up 2 for MFR. Report 9612515-2016-00011 to provide additional information regarding our investigation.